Event description:
User experienced erratic results for sodium and potassium for approx 2 days, approx 30-40 pt runs. Initial results were reported. Two pts were treated based on results, add'l pt info not provided. The following pt results were provided, all units in mmol/l. Unable to determine from data provided which results were those of the 2 pts that rec'd treatment. (See scanned results).

Manufacturer narrative:
The field svc rep determined there was a piece of paper stuck to the vacuum nozel. The instrument was repaired.